Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should further information or the device become available, a follow-up report will then be completed.

Event description:
Consumer's wife alleges her husband was going up a small incline and the scooter allegedly tipped backwards.

Manufacturer narrative:
The device was evaluated by a technician in the field. The unit is working properly. The customer stated it was human error.

Event description:
Consumer's wife alleges her husband was going up a small incline and the scooter allegedly tipped backwards.